Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2017. No additional event or patient information is available. The sensor (serial number (B)(4), lot number 5220439) was returned for evaluation on 05/10/2017. A visual inspection was performed and the sensor wire was detached from the housing puck and the cannula was detached from the applicator housing. The complaint of a broken sensor wire was not confirmed as a broken sensor wire was not observed. The root cause could not be determined. However, it is unknown if the returned product is the complaint device.